Event description:
Caller reported all of the insulin pump buttons are unresponsive. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.